Manufacturer narrative:
A ge service representative performed an on site investigation. The video cabling was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the nav system would not display any images. This would cause a total loss of system functionality. There is no report of patient injury.